Manufacturer narrative:
Evaluation summary: the distal tip was slightly damaged. The stent was positioned on the balloon between the inner shaft markers as per specification requirements. The 10th distal stent segments were deformed with a number of struts raised and pulled distally. A number of distal segments had partially misaligned struts. (B)(4).

Event description:
The physician intended to use an endeavor resolute drug eluting stent. The device was removed from packaging per IFU and inspected with no issues noted. The target lesion in the lad had severe calcification, moderate tortuosity and 85% stenosis. Lesion was pre-dilated. Resistance was encountered while advancing the endeavor resolute device but excessive force was not used during delivery. It was reported that the stent was deformed during positioning. The physician used a 2.75 x 23 mm non medtronic drug-eluting stent to complete the procedure. The physician commented that the event was due to use of the device in a difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. No patient injury reported. Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.